Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, a proximal (11 cm length) and medial fragment (34 cm length) were received for analysis. The distal fragment including the lead tip was not returned. An extraction aid was found on the medial fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the medial fragment was found severely stretched including a damaged insulation, which most likely resulted from the extraction procedure due to tensile stress. A thorough analysis of the returned fragments did not show further deviations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was explanted due to fracture. No adverse patient events or inappropriate therapies were reported. Should additional information be received, this file will be update.